Event description:
It was reported via medwatch report# (B)(4) that as a result of having the product implanted, the pt has undergone revision surgery and repair in 2010. The pt also underwent laparoscopic assisted vaginal hysterectomy, left salpingectomy, lysis of adhesions, excision of mesh transvaginal tape, cystourethroscopy, posterior repair and perineoplasty in 2010. The pt was implanted with another product to treat the reoccurrence of the above mentioned conditions. It is unk as to how much mesh remains in the pt's body.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." (B)(4).